Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted total hysterectomy procedure, a wire on the fenestrated bipolar forceps (fbf) instrument broke while being used to control anticipated uterine bleeding. Although the exact amount of blood loss is unknown, the bleeding was expected, and the patient did not require a blood transfusion. The surgeon does not believe that the da vinci system, instrument, or any accessory caused or contributed to the reported event. The instrument was replaced with a backup, and the procedure was successfully completed robotically. The patient did not experience any post-operative complications.